Event description:
The complainant reported an automated impella controller (aic) failing to charge. There was no patient involved or impacted.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the inability to charge past 50% was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was unknown. This report is being filed as part of a retrospective review of historical records.